Event description:
Reporter alleged the customer obtained the results of 436 mg/dl and 146 back to back within 10 minutes on the compact plus system. Reporter stated that she gave the customer 8 units of novolog after the 146 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged the customer obtained the results of 436 mg/dl and 146 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she gave the customer 8 units of novolog after the 146 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.